Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) for possible atrial fibrillation (af) with rapid ventricular response and supra ventricular tachycardia (svt) that the device detected as ventricular tachycardia (vt). It was also reported that the right atrial (ra) lead exhibited undersensing resulting in termination of atrial tachycardia/atrial fibrillation (at/af) events in progress and inappropriate atrial pacing. The undersensing also resulted in misclassification of non-sustained ventricular tachycardia. The crt-d and ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen by their following physician who felt therapies had been delivered appropriately. The patients medications were adjusted, and the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead remain in use.